Event description:
Information was received indicating that the "primary audible alarm" was repeating. It is unknown if there was any patient involvement or any adverse effects.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was cracked on right plunger case. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Replaced interconnect board. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: d5: correction: operator of the device: other.